Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator (ins). The reason for call was pt rep reported that the pt had their ins removed yesterday because it wasn't doing any good and it was pressing on a nerve. When caller was asked for the event date, they stated that the issue started three months later after the ins was implanted. Despite having reprogrammed multiple times, the issue remains unresolved. Recently, before they had the ins removed, they tried to reprogram the pt again and the pt's whole left leg went numb, so they adjusted it again and nothing worked. They also mentioned that every time the pt sat down, they could feel the pressure on their lower back, and they could already feel the difference after the ins was explanted. Caller asked if they have to return the external devices. Agent reviewed device disposal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a health care provider (hcp). Hcp reports the cause of the explant was that the patient (pt) described pain associated with their stimulator and wanted it removed. Hcp reports a follow up/post operative visit on (B)(6) 2026 where the patient indicated that they were doing well with resolution of pre-op symptoms.